Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was selected for use. While aspirating the sheath with farawave catheter inserted, there were air bubbles. It was determined that there was a faulty valve on the device. The farawave was removed, and no bubbles were seen. They reinserted the catheter and still saw air bubbles. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned.